Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings over a 24-hour period while using the ilet, with no visible issues noted with the device or supplies and no device alarms reported; the user attributed the event to an underlying chronic condition and was advised to verify glucose via a blood glucose meter and to contact a healthcare provider. Symptoms included hyperglycemia (300 mg/dl). Outcomes included no reported injury, no medical intervention beyond self-care advice, and no hospitalization. Investigation included troubleshooting and user education through customer care. Investigation of this case revealed no device alarms or confirmed device malfunction, and no device component issues were identified based on user report and remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.